Event description:
History of event: female patient came into office reporting irritation, redness and mild pain os for one day. Patient did not wear contact lenses overnight, but did wear for 16 hours the day before. Visual acuity: no change of high contrast distance of 20/20 os before and after event. No slit lamp findings related to ae. Patient unable to return to contact lens wear. Diagnosis: peripheral corneal ulcer os inferiorly with suspected corneal infection. Peripheral ulcer has resolved ((B)(4) 2013), minimal scar, finish drop through weekend. Medication prescribed: tobradex (corticosteroid) and frequency (q2h os, 7 days with taper. Reported as a possible preclusion to prevent permanent injury. No permanent damage of eye function or damage to body structure reported as a result of the event.